Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that a power on reset (por) occurred. The por was recorded on (B)(6) 2010 with an error correction - lead integrity alert conflict noted. The por severity is low and that the device should be able to fully recover after the reset.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset occurred on the device. The device remains in use. No patient complications were reported as a result of this event.